Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine incoming inspection of a loaner set at fsl ups (B)(4)site on an unknown date, the depth gauge for small screws was observed bent. There were no patient and surgical involvement. This complaint involves one (1) device. This report is for (1) depth gauge for small screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part # 319.09, lot # 2299678, manufacturing site: bettlach, release to warehouse date: october 11, 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part # 319.09, lot # 2215993, manufacturing site: bettlach, release to warehouse date: september 8, 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the depth gauge for small screws (p/n: 319.09, lot #: 2299678) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the sleeve component was received with a different lot number (2215993) etched on the device. The tip of the needle component was observed to be bent and deformed. The differences in the lot numbers between the components indicates the customer had potentially disassembled the devices for cleaning and sterilization and mixed up the components with other device components when reassembling them. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Service and repair evaluation: during a routine incoming inspection of a loaner set at fsl ups lyndhurst, nj site on an unknown date, the depth gauge for small screws was observed bent. The repair technician reported the probe is bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is bent. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed -depth gauge for long screws d3.5 mm complaint confirmed? Yes, the device received was bent. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the depth gauge for small screws (p/n: 319.09, lot #: 2299678). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.